Event description:
During eval of a returned homechoice machine, an overfill situation was identified in the event log in 2008, during drain cycle 1. Per the ultrafiltration (uf) log, the patient's uf reading was 454ml indicating the home patient (hp) drained 454ml more than their programmed fill volume of 1400ml for total drain volume of 1854ml (1400ml + 454ml). The cycle by cycle uf log did not contain sufficient data to determine the probable cause of the overfill situation. The nurse was contacted and informed about the incident. There was no injury or medical intervention, the patient was doing fine per the nurse. No additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: homechoice cycler unit was evaluated in the product analysis lab. Based on the event log data,the ultrafiltration log does not contain sufficient info to determine probable cause. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The device will be routed to the service area.